Event description:
It was reported that the patient's neurostimulator that was implanted in 2007 was removed and replaced with another device due to (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; programmer: model 37742, serial# (B)(4); recharger model 37752, serial# (B)(4).